Manufacturer narrative:
The reported event of disassembly of the blade mount lever of the device was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, heavy gouging was found around the blade mount mechanism, in addition to evidence of third party work on the majority of the device components, which is a probable cause of the reported disassembly. The device instructions for use states that no service should be attempted on the device system components and that all concerns should be directed to stryker service. Stryker recommends that all failures and maintenance associated with its devices should be directed to trained stryker service professionals.

Event description:
It was reported that during a surgical procedure at the user facility the blade mount lever of the device disassembled. The procedure was completed successfully using back-up equipment without a clinically significant delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility the blade mount lever of the device disassembled. The procedure was completed successfully using back-up equipment without a clinically significant delay. No adverse consequences or medical intervention were reported.